Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with the helix retracted. Blood and body fluid were noted in the helix housing and in the neck region. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test as there was no movement within eight turns. Analysis determined that the dried blood and body fluid that was found in the helix housing and neck region prevented the helix from moving.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty extending the helix on this right ventricular (rv) lead. Once placed the lead was unable to capture, thus the physician opted to removed and replace it. This lead was attempted and not implanted. A new lead was successfully implanted and no adverse patient effects were reported.